Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a turbohawk device during treatment of a plaque lesion in the patient¿s distal popliteal artery. Slight tortuosity and no vessel calcification are reported. IFU was followed. No resistance was felt. It is reported that tip detachment occurred. The tip is not reported to have separated at the hinge pin. The tip where nosecone can be aligned detached right at the end of sheath, so they were able to remove safely. A new hawkone was then used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information: the tip was partially detached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.